Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A straight shell inserter was returned for evaluation. As returned, the tip of the hex bolt is fractured and missing and shows wear & tear. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right hip procedure the cup dislodged from the inserter, and the tip broke as it was inserted onto the thread inserter. No pieces fell in to the patient. Attempts have been made and additional information on the reported event is unavailable.